Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user setup, the cardiosave intra-aortic balloon pump (iabp) has a blank screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the fault. The fse replaced the panel (0160-00-0123) and performed a functions check. Touchscreen calibration passed and device is working. The fse performed functional checks as part of the annual pm. The failure analysis and testing department received part number 0160-00-0123_c touchscreen serial number: (B)(6) with a reported unit failure of black screen.the failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed the part number: 0160-00-0123_c touchscreen serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev e and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department is unable to replicate the reported failure of black screen. However. The fat dept. Found that the touchscreen is not responsive. The touchscreen is defective. Retaining the touchscreen in the fat dept. Per procedure number 0002-07-d008 rev. Ar

Event description:
N/a